Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00857. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the pod packing coil (podj) was accidentally dropped on the floor and the pod detachment handle (handle) was manually contaminated upon removal from the packaging. The reported issues occurred prior to use and therefore, the podj and the handle were not used in the procedure. The procedure was completed using new podj, ruby coil and ruby coil detachment handle (handle).